Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer was not opening. User was able to remove the med from another station. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7 was not opening, the drawer was clicking, not releasing, and there was rail stiffness. A field service engineer (fse) powered off the device, removed the drawer from the cabinet, and removed and replaced the rails to resolve the issue. Fse confirmed that the drawer is now functioning properly. The system functioned as intended after the field service engineer repaired the device.